Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device does not function properly during knee surgery. Injury or medical intervention did not occur. It is unk if surgical delay occurred. There is no add'l info provided.